Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported fifteen minutes after starting treatment with a prismaflex m60 set, the ¿connect point¿ between the access line and the filter was observed to be broken. The treatment was ended without returning the blood. The estimated blood loss was ¿about 50 ml¿. Treatment was restarted with a new prismaflex m60 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available for investigation, however, one picture was provided. The visual inspection of the provided picture showed that the blood pump segment was disconnected from the support plate. The reported condition was confirmed. This disconnection is a manufacturing defect. All operators were retrained in order to avoid this type of defect. The lot involved was manufactured before the training date. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.